Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf from (B)(6), united states. The title of this report is ¿a retrospective data collection of the internal fixation of bones in the foot, ankle, and hand in adult and adolescent patients with the variax 2 foot system¿ which is associated with the stryker ¿variax 2 foot¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred on (B)(6) 2018. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 3 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses delayed union followed by a revision arthrodesis at another center. The report states: ¿subject #1 was a (B)(6) year-old caucasian female with 67 in height, (B)(6). Weight, and 26.62 bmi. The patient had a history of prior tobacco use, depression and low vitamin d levels. The original indication for arthrodesis surgery was to treat the degenerative joint disease of the navicular 1st cuneiform. The patient experienced a delayed-union at 101 days post-operative. A revision arthrodesis was performed at another center and no additional follow-up information is known. The ae did not result to death or permanent disability.¿